Manufacturer narrative:
Additional information a2, b5, b7, d7.

Event description:
It was reported that the patient started having difficulties with his inflatable penile prosthesis in (B)(6) 2018. The physician suspected that the reservoir had herniated. A revision surgery was scheduled for (B)(6) 2019. No further information was available at this time. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the surgery took place. The inflatable penile prosthesis reservoir was replaced.

Event description:
It was reported that the patient started having difficulties with his inflatable penile prosthesis in (B)(6) 2018. The physician suspected that the reservoir had herniated. A revision surgery was scheduled for (B)(6) 2019. No further information was available at this time. Should additional relevant details become available, a supplemental report will be submitted.